Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the customer has received a "cartridge change error" message on multiple occasions during the load process. Customer had elevated blood glucose levels (248 mg/dl). Customer delivered a correction bolus to stabilize blood levels. Contact stated that the customer has back up manual injections for insulin therapy.